Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain,') and genital haemorrhage ('heavy abnormal bleeding') in a 39-year-old female patient who had essure (batch no. 628146) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, fibroadenoma, shaky feelings and nabothian cyst. Previously administered products included for an unreported indication: ortho-cyclen and topamax. Concurrent conditions included dysmenorrhea, right upper quadrant pain, breast biopsy, headache, nausea, bloating, belching, left upper quadrant pain, ache, chills, flu, stomach cramps, diaphoresis, abdominal bloating, pain dull, muscle spasm, anorexia, fatigue aggravated, vaginal bleeding, irregular menstrual cycle, uti, flank pain, radicular pain, perineurial cyst, ovarian cyst ruptured, pelvic pain, kidney stones, pyelonephritis, diarrhea, uterine cervical pain, spotting vaginal, pelvic bone pain, hyperplasia, carcinoma, dysfunctional uterine bleeding, menorrhagia and fibroids. Concomitant products included antibiotics, hyoscyamine sulfate (levsin), naloxone hydrochloride (nason), povidone-iodine and sodium chloride. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and diverticulitis ("gastrointestinal or digestive system condition type: diverticulitis"), 1 year 1 month after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (total vaginal hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower and diverticulitis outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, diverticulitis, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in pfs and mr date of insertion 15dec2008, 01dec2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patients medical record: diverticulitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2019: quality safety evaluation of product technical compliant. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain,'), genital haemorrhage ('heavy abnormal bleeding') and pregnancy with contraceptive device ('pregnant') in a 39-year-old female patient who had essure (batch no. 628146) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included migraine, fibroadenoma, shaky feelings and nabothian cyst. Previously administered products included for an unreported indication: ortho-cyclen and topamax. Concurrent conditions included dysmenorrhea, right upper quadrant pain, breast biopsy, headache, nausea, bloating, belching, left upper quadrant pain, ache, chills, flu, stomach cramps, diaphoresis, abdominal bloating, pain dull, muscle spasm, anorexia, fatigue aggravated, vaginal bleeding, irregular menstrual cycle, uti, flank pain, radicular pain, perineurial cyst, ovarian cyst ruptured, pelvic pain, kidney stones, pyelonephritis, diarrhea, uterine cervical pain, spotting vaginal, pelvic bone pain, hyperplasia, carcinoma, dysfunctional uterine bleeding, menorrhagia and fibroids. Concomitant products included antibiotics, hyoscyamine sulfate (levsin), naloxone hydrochloride (nason), povidone-iodine and sodium chloride. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and diverticulitis ("gastrointestinal or digestive system condition type: diverticulitis"), 1 year 1 month after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("cramping") and mood swings ("mood swings") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (total vaginal hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, pregnancy with contraceptive device, abdominal pain, vulvovaginal pain, abdominal pain lower, diverticulitis and mood swings outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was unknown to the reporter. The reporter considered abdominal pain, abdominal pain lower, diverticulitis, genital haemorrhage, mood swings, pelvic pain, pregnancy with contraceptive device and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in pfs and mr date of insertion (B)(6) 2008,(B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patients medical record: diverticulitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: fu 3 and 4 processed together. Social media received: events: pregnancy, device ineffective, mood swings were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain,') and genital haemorrhage ('heavy abnormal bleeding') in a (B)(6) year-old female patient who had essure (batch no. 628146) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, fibroadenoma, shaky feelings and nabothian cyst. Previously administered products included for an unreported indication: ortho-cyclen and topamax. Concurrent conditions included dysmenorrhea, right upper quadrant pain, breast biopsy, headache, nausea, bloating, belching, left upper quadrant pain, ache, chills, flu, stomach cramps, diaphoresis, abdominal bloating, pain dull, muscle spasm, anorexia, fatigue aggravated, vaginal bleeding, irregular menstrual cycle, uti, flank pain, radicular pain, perineurial cyst, ovarian cyst ruptured, pelvic pain, kidney stones, pyelonephritis, diarrhea, uterine cervical pain, spotting vaginal, pelvic bone pain, hyperplasia, carcinoma, dysfunctional uterine bleeding, menorrhagia and fibroids. Concomitant products included antibiotics, hyoscyamine sulfate (levsin), naloxone hydrochloride (nason), povidone-iodine and sodium chloride. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and diverticulitis ("gastrointestinal or digestive system condition type: diverticulitis"), 1 year 1 month after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (total vaginal hysterectomy). Essure was removed on (B)(6)2013. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower and diverticulitis outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, diverticulitis, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in pfs and mr date of insertion (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patients medical record: diverticulitis. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received reporter information and lot no was added. Product indication was updated. Event added. Diverticulitis. And severity added. Pelvic pain and abdominal pain. Concomitant and historical drug was added. Medical history was added. Lab test was added. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.